Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a low leak co2 rebreathing risk alarm. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a low leak co2 rebreathing risk alarm. The rse recommended that the flow sensor assembly or gas delivery system (gds) be replaced to correct the issue. The investigation is ongoing.

Manufacturer narrative:
The service engineer (se) replaced the flow sensor assembly to resolve the issue. The device was then reset to factory settings, and a performance verification test was performed, and passed all requirements. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
The service engineer reported that when measuring the device, when set to 0, the avg air slpm was -239.9. The se then noted that the flow sensor assembly required replacement. The investigation is ongoing.